Event description:
It was reported that bd alaris gravity set was missing a component the following information was received by the initial reporter with the following verbatim it was reported by the customer that missing the vent closure cap/piece.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model 10016073, lot 24103152 was returned for investigation. The set was examined for defects and abnormalities. The drip chamber vent was missing. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier's investigation, the assembly machine is doing a 100% control of presence of the membrane of the air vent. The cause of the missing vent cap is unknown as it is possible that it came off after assembly of the drip chamber. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.